Manufacturer narrative:
Citation: sampaio a et al. A case report of a complicated fatal percutaneous valve implantation. Anaesth pain & intensive care. 2019 january;23(4):398-400. Doi: 10.35975/apic.v23i4.1174. Published 04-27-2020. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a (B)(6)-year-old female patient with a medical history of tetralogy of fallot correction and homograft pulmonary valve placement who underwent implant of a 22 mm medtronic melody transcatheter pulmonary valve (serial number not provided). During the procedure, the melody migrated into the right ventricle causing hemodynamic instability with monomorphic ventricular tachycardia. After four synchronized shocks and a dose of amiodarone, sinus rhythm was restored. A norepinephrine infusion was initiated for severe hypotension. Subsequently, the patient was transported to the operating room and the procedure was converted to open heart surgery. The melody was explanted and replaced with a bioprosthetic valve (manufacturer undisclosed). During the surgery, hemodynamic stability was assured with norepinephrine and no complications were observed. No additional adverse patient effects or product performance issues associated with medtronic product were reported.